Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The wife was inquiring about bolus wizard. The customer's blood glucose level was 55 mg/dl. The customer treated the lows with food. The customer declined to troubleshoot the lows. The customer was assisted with bolus wizard. The customer's levels had risen to 75 mg/dl. No further information provided.